Manufacturer narrative:
Zimmer biomet complaint (B)(4). This follow-up report is being submitted to relay additional information. Device evaluation: aseptic battery housing, part number 89-8510-440-20, serial number (B)(6), was not returned for complaint investigation. However, limited visual investigation could be performed based on the photos received. It was confirmed that the device had burnt surfaces. The event reported by the customer was confirmed. Investigation results concluded that the reported event was due to abnormal use as device cannot be immersed in water as stated in instruction for use as well as on the battery symbols. DHR was reviewed and no discrepancies related to the reported event were found. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported, that while the universal battery for aseptic transfer kit, part number 89-8510-440-20, serial number (B)(6) was inside of its housing, and immersed in the water for cleaning instruments, it immediately started burning. This event is considered as abnormal use as product shall not be immersed. No surgery was involved. There was no harm or injury to patient/operator reported.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The universal battery for aseptic transfer kit, part number 89-8510-440-20, serial number (B)(4) was not returned to the manufacturer at the date of this report. A follow-up medwatch will be submitted once the investigation is completed or if any additional information is received.

Event description:
It was reported, that while the universal battery for aseptic transfer kit, part number 89-8510-440-20, serial number (B)(4) was inside of its housing, and immersed in the water for cleaning instruments, it immediately started burning. This event is considered as abnormal use as product shall not be immersed. No surgery was involved. There was no harm or injury to patient/operator reported.